Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety-four (94) retention samples from bd inventory were evaluated by visual examination and ten (10) were subjected to functional testing. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stoppers pop off." Case #4: on may 16th, the hospital reports that impatient area, the urgency staff reports several incidents which the tubes have presented splatter in their staff, and it's needed to perform a new sample acquisition. The samples are drawn both with syringe, and with vacutainer, and asks for what would be the plan b to prevent the issue. The customer received two batches at their facility (2321385 and 2321386), but issue happened with 2321386 only.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stoppers pop off." Case #4: on may 16th, the hospital reports that impatient area, the urgency staff reports several incidents which the tubes have presented splatter in their staff, and it's needed to perform a new sample acquisition. The samples are drawn both with syringe, and with vacutainer, and asks for what would be the plan b to prevent the issue. The customer received two batches at their facility (2321385 and 2321386), but issue happened with 2321386 only.